Event description:
Colins press mate digital blood pressure machines are a danger to any hospitalized patient. The cable can actually screw into any needlesless IV tubing and if turned on will pump boluses of air into the pt's vein. I alerted our purchasing dept and they called the rep and asked him to contact me which they never did. It turns out colins knew of the problem and never contacted any of the clients proactively. They have made new adaptors for the cables which they sold to us. Our machines are safe now but all hospitals must be alerted to this potential threat to pts.